Event description:
After cleaned and autoclaved breast implants, both pieces were noted to have bubbles and cracks. Physician trimmed and used implants. Per MFR: no problem if used because implants are solid silicone.